Event description:
Report received of an independent change in the volume to be infused (vtbi) during routine preventative maintenance testing. The biomedical technician programmed the pump to deliver at a rate of 4.9 ml/hour, with a vtbi of 180 ml. After the control knob was set to the run position, the technician reported the vtbi changed to 999ml. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no further info was available.